Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to perform several corrective actions, including tightening connections and delivering boluses, which led to successful completion. The customer replaced supplies as needed and resumed insulin. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.